Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that an issue on their display device occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the unknown insertion date on an unknown date. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of an issue on their display device is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.